Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive failed hdd stress testing. The reported issue could not be replicated during testing. The reported issue is most likely linked to the hard drive malfunction.

Event description:
A medtronic representative reported that, when starting up application software, the navigation system displayed a message stating "initializing please wait" and would not complete the start up. The application was then forced to shut down, restarted and the system functioned as designed. No additional information was provided. There was no patient present when this issue was identified.